Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with bradycardia. It was noted that the right ventricular lead was fractured and increased capture thresholds and impedance were observed. The lead was capped (B)(6) 2019 and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events of fracture, increase in threshold and impedance were not confirmed. A partial lead was returned for analysis. Only the connector portion of the lead was returned in one piece measuring 6.5 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.